Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5093882) that a female patient of unknown age who underwent breast prosthesis implantation surgery with a 750cc mentor cpx4 with suture tabs, tall height, smooth tissue expander on an unspecified side, suffered drainage and flattening of the expander, indicating a possible rupture, post-operatively. As a result, the patient underwent removal and replacement with an unspecified breast implant. The date of original implantation and date of implant explantation surgery were not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Mentor became aware that the following information were erroneously omitted from the initial report sent on (B)(6) 2020: an estimated date of implantation was added per the manufacturing date of the lot number provided. The devices was confirmed ruptured upon removal. Manufacturer¿s reference number:(B)(4).